Manufacturer narrative:
Device 21 of 30. Common device name: catheter uretheral. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
End user reports "the eyelets he noted what looked to be plastic "spurs" coming off the eyelets. He further described it as "like someone took toe nail clippers and cut the plastic on it." He said this defect was on about 30 catheters from unknown lot # and unknown mu. He has since thrown away the catheters as this occurred 3-5 weeks ago. He said he had only used on himself about 3 or 4 of them before he noticed the problem on a total of about 30 catheters. He noticed it because the catheter hurt going into his urethra and he noted a "little bit of blood" when pulling the catheter out and that dripped from his urethra each of these 3-4 times. He held pressure to his meatus with toilet paper to blot it for 2-3 min and then it stopped. After this occurred, he inspected the catheters by wiping them off with toilet paper and even the toilet paper would get caught on the plastic parts he described as plastic "spurs" near the eyelets. He even could tell they had this defect when he took out his magnifying lens. He did not seek medical attention for the bleeding that occurred. "

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092 . Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.